Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker initially showed 3.5 years remaining of battery a year ago. Recently, this showed 1 year remaining of battery. Boston scientific technical services (ts) recommended engineering analysis. This device remains in service. No adverse patient effects were reported.